Event description:
During the surgical procedure, the ent foot pedal was plugged in. The device was going by itself and the plug was not working for the debrider. The rep was called and he stated some steps to do manually to finish procedure.